Manufacturer narrative:
The investigation of vf/vt/af/at, thrombus, and low pump flow has been completed. The impella device was not returned for evaluation. Data review: logs showed pump ran without issue for 14 hours & 30 minutes, then there are suction alarms and the p-level is turned to p-2 with low flow occurred with position in ventricle alarms and position unknown alarms. There is an increase in purge pressure and drop in purge flow around this time as well, which slowly resolves. The low flow remained to the rest of the case. Low flow: there are a few potential contributing factors to the low flow such as the patient decompensating, potential improper position, and thrombus observed on transesophageal echocardiogram (tee) and seen interacting with the purge system. However without the returned product or more clinical information, a single root cause cannot be determined. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. Vt: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. B2 required intervention was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30460.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients."

Event description:
The complainant reported that the patient on impella cp support developed increasing runs of ventricular tachycardia through the night. The patient was cannulated for ECMO to resolve the issue. The patient developed a large clot in the aortic root and on top of impella cannula and the impella had low pump flow. Care was withdrawn and the patient expired.